Event description:
The customer contacted baxter's technical service center regarding system error (se) 2240/2367 alarm, which occurred on the homechoice (hc) during use, during dwell 1. The baxter technical service representative (tsr) explained the alarms and had the caregiver (cg) cycle power to clear them. The cg stated that the supply bag fell off and disconnected. The tsr explained that the supplies were compromised and the cg stated that the home patient (hp) wanted to end therapy for the night. The tsr advised the cg to call the registered nurse (rn) in the next 24 hours and let her know what happened. The cg understood the explanations and cleared the alarms. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm or observed air. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. The hp ended therapy and would call the rn. The hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. The problem was confirmed based on the customer report. The root cause was use error, supply bag fell and disconnected. The label review found the labeling adequate for the prevention of the use error in this complaint. This issue is being investigated through CAPA.